Event description:
The device delaminted during an open placement with white flicks observed falling from the device. The customer obtained a replacement device and completed the procedure with no further reports. No adverse pt consequneces were noted.